Event description:
A hospital in (B)(6) reported via a distributor and a fisher & paykel healthcare rep that the bc2435-20 neonatal oxygen therapy nasal cannulas do "not conform well to the infants anatomy and the prongs have a tendency to 'flip out' of the nares". No pt consequences were reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.